Event description:
The following was reported: "unknown foreign object discovered inside of patient's brain cavity. Customer thinks the object may have fallen off of the scope. Object: clear circular plastic piece. Approx. Same diameter as the scope, however the piece broke. Everything was removed from the patient. It does not appear that the object came from the scope, however it is unclear and the complaint is needed along with an evaluation. No negative impact in state of health reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The complaint file review concluded that the complaint record contains the required information and determinations to complete the record. The hazard reported in this complaint was unable to be confirmed during evaluation. There was no evidence of any missing components from the scope returning. There was no evidence of the sample described from the complaint file having originated from the scope. The failure mode is unable to be connected to the scope. No evidence of a component defect or manufacturing-related issue was identified; thus, root cause cannot be determined. All relevant and required documentation and communication is attached to the record, and all required tasks are closed. This event is filed under internal complaint ID (B)(4).